Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2015, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. On an unreported date in the same month as the onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s) in the same month as the onset, the patient was treated with vancomycin intraperitoneally (dosage, frequency, and duration not reported) and fortaz intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date in the same month as the onset and after an unknown number of days of hospitalization, the patient was discharged. Dianeal therapies were ongoing. The patient was recovering from the peritonitis. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.